Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer initially stated that they had two patient samples with erroneous results for ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702). The erroneous results were not reported outside of the laboratory. The first sample initially resulted as approximately 1.7 mmol/l. The sample was repeated twice, resulting as approximately 2.2 mmol/l and approximately 2.2 mmol/l. The second sample initially resulted as 1.61 mmol/l. The sample was repeated twice, resulting as 2.31 mmol/l and 2.25 mmol/l. The customer performed precision studies on (B)(6) 2017 and had one outlier, so they masked the analyzer for ca testing. The customer performed weekly maintenance on the analyzer and then repeated precision studies on (B)(6) 2017. The precision was fine, so they unmasked the ca test on the analyzer. On (B)(6) 2017, they received an erroneous result on a third patient sample. The erroneous result for this sample was not reported outside of the laboratory. This sample initially resulted as 1.286 mmol/l. The sample was repeated, resulting as 2.263 mmol/l. The customer then masked the ca test again. Quality controls were fine. The customer stated that they have never cleaned the instrument water container. On (B)(6) 2017, the customer stated that they had additional issues with sample results after cleaning the analyzer water tanks. Data was provided for 19 additional patient samples. Of these samples, one sample (sample 4) had an erroneous result that was not detectable to the user. The erroneous result was not reported outside of the laboratory. This sample initially resulted as 2.273 mmol/l and repeated as 1.893 mmol/l. The customer checked special washes and these were ok. The customer performed weekly maintenance on the analyzer on (B)(6) 2017 and after this, they had quality controls that were out of range for multiple assays. They also received linearity errors on results for two tests. Water quality was checked and it was ok. The customer masked all testing on the analyzer at this time. On (B)(6) 2017, the field service engineer found that one of the analyzer rinse stations was dripping. He cleaned it with hypochlorite and changed some tubing that was clogged. The customer started running all samples in duplicate for ca. On (B)(6) 2017, they received a questionable result for a fifth patient sample. The erroneous result was not reported outside of the laboratory. Quality controls were mostly fine, but there were some outliers for some assays. The analyzer was masked for testing again. The field service engineer checked the analyzer again on (B)(6) 2017 and he found a few errors occurring on the analyzer. Cuvette washing failed, so he adjusted wash pressure. All probes were checked. The instrument was back up and running and a few tests were run in duplicate. All looked ok except for one linearity alarm occurring for one test. No adverse events were alleged. The ca reagent lot number was 221425, with an expiration date of 31-may-2018. Calibration data was ok. Quality control recovery was within range of the day of the event. Control recovery is scattered and sometimes outside of range.

Manufacturer narrative:
The field service engineer determined that the cuvettes did not wash properly and were overfilled. He adjusted pressure, aligned all probes, and exchanged rinse tubing. No further issues were reported by the customer after these actions. The root cause is related to a carry over effect due to overflowing cuvettes during the wash cycles.